Event description:
It was reported to medtronic minimed that the customer needed assistance in programming a new pump. The customer received a device not found in the pump when programming the transmitter and the customer alleged of an issue with the transmitter. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for the pairing issue and the pump alert with ¿device not found¿. No harm requiring medical intervention was reported. Troubleshooting was performed for pump programming and the customer was assistance with programming the pump. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. Mmt-7841zn was requested and customer response was the device will be returned. Product return requested for mmt-1884. Customer declined to return, or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.